Manufacturer narrative:
(B)(4).

Event description:
It was later reported, the pt's pump was implanted under general anesthesia on (B)(6) 2011. The pt experienced fever the following day after the implant. On (B)(6) 2011, the spasticity was noted to have improved. It was stated that the pt "had pneumonitis all day, and sputum expectoration has been difficult. Decrease in conscious level due to general anesthesia caused aspiration". The spo2 decreased and oxygen administration did not help, so, the pt was sent to the ICU (intensive care unit). On (B)(6) 2011, the pt was returned to the general unit. On (B)(6) 2011, again the spo2, blood pressure and pulse suddenly decreased. After sputum was suctioned, oxygen administered, and antibiotics administered, the pt recovered. The pt was diagnosed with pneumonia, pleural fluid accumulation and atelectasis. On (B)(6) 2011 and (B)(6) 2011, similar events occurred, but the patient recovered after treatment. "After that the respiratory status stabilized and vital signs, such as blood pressure, also stabilized." The medication being delivered via the device was lioresal (gabalon) which was titrated from 50mcg/day up to 95 mcg/day. As of (B)(6) 2011, the pt was reported to be recovering.